Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation:materials manager. One (1) 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath, carrier tube, and header bag. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The temperature dot on the header bag is activated. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device distal tip. The device is set to forward lock; however, the anchor deployed and detached during the process. One 8 fr angio-seal vip device was returned to terumo medical corporation. The returned device was assembled, appeared to be used, and contained the anchor in the distal tip. Although the anchor detached during functional testing, it is likely that the components deteriorated after the event. Therefore, the complaint can be confirmed for a non deployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: during the final step of deploying the angio-seal femoral closure device, the suture broke, resulting in bleeding at the access site. Prior to the suture breaking, the black line was clearly visible. Manual pressure was applied for thirty minutes, and distal pulses were monitored using doppler. The patient was observed for five hours, during which no bleeding or hematoma was noted. At the time of discharge, the access site remained stable. The estimated blood loss was less than 250cc. There was no patient injury. The patient procedure prior to the use of the angio-seal was a left lower extremity revascularization. Additional information was received on (B)(6) 2025: a 6 french sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram performed. There were no issues with insertion, deployment, or withdrawal of the device, only the reported suture break during deployment. The patient was stable.